Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch, six cases received at the same time from the same end customer. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 11 closed samples to analyze the 6 cases. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 4.42 kgf in average and 4.26 kgf in minimum (ep requirements: 2.24 kgf in average and 1.33 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with premicron® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with premicron suture. The client reported that the thread breaks when knotting in abdominoplasties, when duplicating the rectus abdominis. This has occurred on 6 occasions with different surgeons. The MFR-reports related to this incidence, one for each patient reported, are: 3003639970-2023-00376. 3003639970-2023-00378. 3003639970-2023-00379. 3003639970-2023-00380. 3003639970-2023-00381. Additional information has not been provided.